Event description:
It was reported that there was a confirmed motor stall noted in the event logs with no motor stall recovery recorded. The motor stall occurred (B) (6) 2010, and tube set (B) (6) 2010. No recovery was seen. The pt had an MRI on (B) (6) 2010, and the status of the pump was not checked until (B) (6) 2010. The pt heard no audible alarming until after the (B) (6) 2010 pump status check. A dose decrease change was done (B) (6) 2010 and there was still a motor stall occurring. On (B) (6) 2010, the doctor was going to do a refill of the pump and upon interrogation the motor stall was still present. The pt had been complaining of increased pain for a number of days. The pt was admitted to the hospital. Volumes were checked and a volume discrepancy was noted. The expected volume was 1.6 ml and the actual aspiration was 11+ ml. It was unk if there was going to be a pump or catheter replacement. The drug contained in the pump was not reported.

Manufacturer narrative:
(B) (4).